Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation auto bipap. The manufacturer received information from the patient alleging visualization of particles. Medical intervention was not specified. The dreamstation auto bipap was returned to the third-party service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that the foam particles were not observed inside the assembly. The root cause isn't confirmed at this time. Additionally, during the service of the device, damaged bottom enclosure was found. In addition, no contamination was found, and the device was corrected. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.